Event description:
It was reported that the patient presented in the clinic. During echo imaging, it was discovered that the patient had a pericardial effusion. The physician opted to treat the pericardial effusion by performing a pericardiocentesis. All parameters were checked on the right ventricular lead, and the physician noted that no further intervention was needed. The patient was recovering.